Event description:
The hospital advised the pump was set up to infuse saline mixed with antibiotics at a rate of 30cc/hr, and that the infusion was on a piggyback IV. The nurse indicated she checked the pt hourly, and did not observe any swelling. The pt cried most of the night. At 5:40 a.m. The pt was moved to a cot. The infiltration was observed approximately one hour later on the pt's right arm, surgery was performed. After surgery the pt was "ok". Hopsital indicated they will not know if there was any permanent damage to the arm for approximately one month, after the pt has healed. The pump was operating in pump mode.